Manufacturer narrative:
The biomedical engineer states that the multi-gas unit (used for measurement of anesthetic gas agents, oxygen,or co2) is failing accuracy check after doing a calibration. Customer was sent an exchange unit. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer states that the multi-gas unit (used for measurement of anesthetic gas agents, oxygen,or co2) is failing accuracy check after doing a calibration. Customer was sent an exchange unit.